Event description:
It was reported that the external pulse generator was sent in to be repaired because it "had a problem" (not further defined). Analysis of the device was also requested. No patient complications or involvement were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results.